Manufacturer narrative:
One used list # am3127 and one used list # unknown, ext set with clave were returned for evaluation. As received, one of the nanoclave was broken off from the manifold, both parts were inspected with uv light finding the presence of adhesive, however no tacky sensation was felt. Beach / stress marks were observed in both parts. The seal of the broken clave was stuck down and damage, the spike was bent. The 2 nanoclaves left were torque tested and all of them met the product specifications. The ID of the returned mating device was found within specifications. Complaint of cracks can be confirmed. The probable cause was due to unintentional bending force applied during use. The damage observed in the spike and seal are typical consequences of these conditions. A DHR lot# review could not be conducted because no lot number was identified.

Event description:
On an unspecified date, the nanoclave of a 11" (28 cm) appx 1.1ml, smallbore ext set w/3-port nanoclave¿ manifold, check valve, clave¿ clear, luer lock reportedly snapped off. There was no report of any human harm.

Manufacturer narrative:
The investigation was updated stating that, after the side load test, a beach / stress marks similar at the broken off nanoclave was noted.